Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during use in a patient the swan ganz catheter provided unstable pulmonary artery pressure values. The issue persisted after replacing the pressure monitoring kit. There was no allegation of patient injury. The swan ganz catheter will be available for evaluation.

Manufacturer narrative:
A correction is being submitted due to new information that noise was observed on the pressure waveform. Therefore, the complaint is no longer reportable.